Manufacturer narrative:
Device not yet received by manufacturer.

Event description:
Per the clinic, the patient experienced a performance decrement and pain after using the device, resulting in the decision to discontinue use of the device. The device was explanted on (B)(6) 2015, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report filed january 12th, 2016.